Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 50-217 mg/dl. The cause of low bg is unknown. Reportedly, customer consumed glucose tablets to resolve bg. Customer was able to successfully resume insulin therapy.